Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during a surgery to repair a bone fracture of proximal part of femur, the insertion wrench was unable to go through screw hole of the plate. The surgeon had to insert the screw without the wrench. The locking compression/dynamic hip screw plate was then overlaid. There was 15 minutes delay in the surgery due to the reported event. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Device was not explanted. Device is not distributed in the united states, but is similar to a device marketed in the u.s. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history review: manufacturing location: (B)(4) - manufacturing date: january 15, 2014 - expiry date: january 1, 2024. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.